Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump a broken power cord. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The broken power cord issue was not verified; however, a nonconformance is open to address this issue. Should additional relevant information become available, a supplemental report will be submitted.